Manufacturer narrative:
On 19-oct-2022, the bwi product analysis lab received the device for evaluation. It is confirmed that the lot number is not 50000177. The lot number has been updated to 50000111. The product investigation was subsequently completed. Additionally, bwi received video of the complaint device--and these results have not yet been analyzed. A further supplemental report will be sent to include these findings. Device evaluation details (for the physical device return): visual analysis revealed no damage or anomalies on the sheath and the dilator. Per the event, irrigation test was performed per bwi procedures. No irrigation issues were observed. The video analysis was inspected and tried to replicate the failure, however it was not possible to confirm. Although a leakage was observed on the video provided by the customer, there is no indication that the issue reported results from a defect inherently related to the device. Other factors as the operator's technique, procedural factors, and other circumstances that cannot be replicated at the laboratory, may have contributed to the device's failure observed on the video provided by the customer a device history record evaluation was performed for the finished device 50000111 number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 20-nov-2022, the photo analysis was completed. According to video provided by the customer, a leakage was observed at the hub section, there is no evidence of a dislodgment of the hemostatic valve, at this time the root cause of the leakage cannot be determined. Device history record evaluation was performed for the finished device 50000111 number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an afib - persistent ablation procedure with an carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was reported that the hemostatic valve was leaking back blood, on the vizigo sheath. The bwi representative noted that the hemostatic valve only leaked when no catheter was inside the vizigo sheath. The procedure continued using the same vizigo sheath. No patient consequences were reported. No section of the device was broken. Back bleeding was observed from the hemostatic valve itself. The hemostasis valve (gasket) did not dislodge inside the hub or outside the hub. The brim cap/hub did not detach from the sheath. There is an attached video for the picture. The sheath being used on the patient. Air did not enter the patient¿s body. The approximate volume of blood that was lost was <10ml, slow back bleeding, a drop every few seconds. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).